Event description:
It was reported that during the safety test the device alarmed full canister when the canister was not full.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional evaluation found no faults, the device performed within expected parameters. We could not establish a relationship between the device and the reported event. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Probable causes include: kinks, leaks and blockages. The instruction for use offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.